Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter facility name: (B)(6). E1 - initial reporter address1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination, no issues identified with the hypotube shaft. Also, no kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole at 1.5mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No issues noted with the markerbands. During leakage testing, an attempt was then made to inflate the balloon to 12 atmospheres as per instructions for use, however, a leak was noted coming from the pinhole 1.5mm proximal to proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst and leaked contrast. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst and leaked contrast. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.